Manufacturer narrative:
Correction on initial report: d.10. The customer¿s report of tubing separation at y-site was not confirmed. Observation of the received set had a tear in the silicone segment which had a leak from the tear during functional testing. The root cause of the damage was not identified.

Event description:
It was reported that while two (2) primary tubing sets were being primed for patient use at different times but on the same day they separated at the y-site between the slide clamp and the roller clamp. Since the event happened prior to use on a patient there was no patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that while two (2) primary tubing sets were being primed for patient use at different times but on the same day they separated at the y-site between the slide clamp and the roller clamp. Since the event happened prior to use on a patient there was no patient involvement.